Manufacturer narrative:
An event regarding seized screw involving a tibial ankle clamp assembly was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis concluded that no material or manufacturing defects were observed on the device features evaluated. Medical records received and evaluation: not performed because no patient demographics or medical records were provided. It is not believed that patient factors contributed to the reported event. Device history review: a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. Complaint history review: a complaint history review concluded that there has been 1 other event for the lot referenced. Previous investigation indicated that there was significant damage on the shaft of the broken proximal locking screw, which suggested that the knob broke off due to an excessive amount of applied force. Conclusions: the investigation concluded that the adjustment screw was seized inside the slide component, likely caused by its over-rotation beyond the designed limit. No material or manufacturing defects were observed on the device features evaluated.

Event description:
It was reported that during a surgery, the screw for lateral adjustment could not be fixate. The surgery could be finished with a second device.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that during a surgery the screw for lateral adjustment could not be fixate. The surgery could be finished with a second device.